Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding /abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: depo provera from 1998 to 2004. Concurrent conditions included hypertension since 2003 and rheumatoid arthritis since 2007. Concomitant products included amlodipine (norvasc) since 2006 for hypertension and naproxen since 2006 for rheumatoid arthritis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 14 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), back pain ("severe back pain"), dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), abdominal distension ("bloating"), premature menopause ("early menopause / symptoms of early menopause"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain") and weight fluctuation ("weight gain /loss / weight fluctuations"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding / blood clots"), abdominal pain lower ("severe lower abdominal pain / cramping /lower abdominal pain") and gastrooesophageal reflux disease ("gastroesophageal reflux disease"). The patient was treated with paracetamol (tylenol es), omeprazole (prilosec), vicodin (norco) and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, pelvic pain, back pain, dysmenorrhoea, abdominal distension, premature menopause, fatigue, alopecia, migraine, gastrooesophageal reflux disease, abdominal pain, uterine pain and weight fluctuation had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pelvic pain, premature menopause, uterine pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure in position with bilateral tubal occlusion approximate weight at the time of essure placement (B)(6). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Patient details, historical drug, concomitant disease, concomitant drugs, treatment drugs, lab data were added. Patient underwent a dilation and curettage. Migraines / headaches, gastroesophageal reflux disease; abdominal pain and uterine pain were added as events. Case upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding /abnormal bleeding (general)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: depo provera from 1998 to 2004. Concurrent conditions included rheumatoid arthritis since 2007, hypertension since 2003, uterine bleeding and headache. Concomitant products included amlodipine besilate (norvasc) since 2006 for hypertension and naproxen since 2006 for rheumatoid arthritis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), back pain ("severe back pain"), dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), abdominal distension ("bloating"), premature menopause ("early menopause / symptoms of early menopause"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain") and weight fluctuation ("weight gain /loss / weight fluctuations"), 14 days after insertion of essure. On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding / blood clots"), abdominal pain lower ("severe lower abdominal pain / cramping /lower abdominal pain") and gastrooesophageal reflux disease ("gastroesophageal reflux disease") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), omeprazole (prilosec), paracetamol and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, pelvic pain, back pain, dysmenorrhoea, abdominal distension, premature menopause, fatigue, alopecia, migraine, gastrooesophageal reflux disease, abdominal pain, uterine pain and weight fluctuation had not resolved and the menorrhagia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pelvic pain, premature menopause, uterine pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure in position with bilateral tubal occlusion. Approximate weight at the time of essure placement 200.00 lbs quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs was received. Event weight gain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.